Event description:
Balloon will not deflate until syringe is removed which could cause permanent wedge with pulmonary infarction or rupture of pulmonary arterydevice labeled for single use. Patient medical status prior to event: unknown. There was multiple patient involvement. Number of patients involved: 6.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.